Event description:
Customer called to report damage to the insulin pump. Customer stated that there are cracks near the battery compartment, cracks near the reservoir window, and cracks around the display window. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. No cracks near battery compartment, no cracks near reservoir window or no cracked case at display window corner noted. Unit had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.